Event description:
The iabp lost total power and turned off during an ambulance transport after about 30 minutes of use. The power invertor in the ambulance was broken during the transfer and required the balloon pump to remain on battery power. Dates of use: one day - (B)(6) 2010 -- (B)(6) 2010.